Manufacturer narrative:
Please note: original date of implant for the gore® excluder® aaa endoprosthesis was (B)(6) 2014.

Manufacturer narrative:
(B)(4). Patient medications include atrovent, amlodipine, toprol xl, advair, and aspirin. (B)(4). Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. On an unknown date, computed tomographic angiography (cta) reportedly revealed patent lumbar and inferior mesenteric arteries, indicative of a type ii endoleak. Aneurysm enlargement was also reported (amount unknown). On (B)(6) 2017, the patient underwent a re-intervention procedure whereby coil embolization was performed to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.